Event description:
It was reported via the maude database that during a right acl reconstruction, a small portion of the 1.1 mm nitinol guide pin broke and was retained in the pt. X-ray confirmed the pin firmly implanted in the femur on the tip of the screw. The surgeon decided to leave the pin implanted. Follow-up with the reporter provided info that the pt current condition is fine. Pt quality of bone was hard. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is prying and/or leveraging on the guide pin. In addition, another potential cause of such an event is re-using the guide pin from the single-use disposables kit that had been bent from prior use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.